Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator changeout procedure, an insulation anomaly was noted on the ventricular lead. The patient experienced short episodes of asystole during the procedure. External pacing was provided and no further issues occurred. The lead was capped and replaced.